Event description:
It was reported the patient¿s 2nd pump was not working. The patient¿s pump never alarmed and they just kept filling it. Interventions, drug or outcome were not reported. Further follow-up is being conducted. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter; product ID 8703w, lot# l36317, implanted: (B)(6) 1995, explanted: (B)(6) 2008, product type: catheter. (B)(4).